Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was approximately 380-400 (mg/dl) with ketones. The customer was treated in the emergency room (ER) with intravenous fluids. After 4 hours, the customer left the ER with a bg of 235 mg/dl in stable condition. Reportedly, the customer thought the suspected cause of the bg to be due to the infusion set site. However, the customer's health care provider (hcp) alleged that the pump was not working properly. A system check was performed with tandem technical support, and no issues were identified with the device, and verified that the pump was functioning as intended. Recommendation was made to consult with hcp regarding diabetes management.